Manufacturer narrative:
The device was returned to the manufacturer for investigation with the pin stuck inside. Based on the quality investigation, the impreglon coating on the device was worn off and corrosion and debris was built up inside. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
The device was sent in for repair stating that a pin was stuck inside. It is unknown if this event occurred during a procedure or if there were any adverse consequences. Multiple attempts were made to gather additional information from the account with no reply.